Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose level was not impacted due to the charging issue. The customer declined to perform troubleshooting with tandem technical support.